Event description:
(B)(6) operated on a patient that had a previous l3-l5 posterior lumbar fusion with expedium ti 6.35mm rod system at an unknown time. The patient developed adjacent level disc disease and stenosis at the l2-3 level. The patient has a solid fusion at the l3-l5 levels that were previously operated on. When examining the films preoperatively, (B)(6) noticed that the left l3 set screw was no longer threaded into the screw head - it was free floating just above the screw head. There were no other issue with the hardware and the patient had a solid fusion. During the revision, (B)(6) removed all the expedium 6.35 rod hardware. He then reinstrumented the patient from l2-l5 using expedium 5.5mm rod system. He successfully completed the procedure without any issues.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.